Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a lead fracture, oversensing, noise, and a high short interval count (sic) observed in the right ventricular(rv) lead. The ventricular rv lead was explanted and replaced. The patient was reported to be enrolled in the (B)(4). There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.